Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of prosthesis wear and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, axial rotational mismatch, or any combination of these possibilities. The extent and root cause of the prosthesis wear and femoral loosening could not be determined as the devices were not returned for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-00535. The revision reported was likely the result of prosthesis wear which is confirmed from the attached images and radiographs. However, the reported femoral loosening could not be confirmed from the provided information. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Event description:
It was reported that this 84 y/o male patient's left knee was revised. Patient had a painful knee with medial tibial insert wear and femoral loosening. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (h3) pending evaluation; (d10) concomitant device(s): 4396180 204-34-02 - fluted stem extension 25l x 14 mm; 4402708 02-010-01-0240 - logic femoral ps cem left sz 4; 4410926 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t; 4500075 204-70-00 - tibial stem ext. Screw; 4524822 200-02-35 - three peg patella 35mm.